Event description:
Tech alleged that the head casters move when the brakes are set. No alleged injuries.

Manufacturer narrative:
Tech found the brake wheels hold but the brake casters swivel around when pushing the bed. The tech replaced the brake casters to resolve the issue.